Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after the device triggered end of life status (2.68v, 34.8 CT) two months after the device reached elective replacement indicator status (2.78v, 17.7 CT). No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.